Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available.

Event description:
This case was reported by a lawyer and described the occurrence of zinc toxicity in a female patient who used super poligrip (formulation unknown) as a denture adhesive. A physician or other health care professional has not verified this report. Co-suspect medications included super poligrip original denture adhesive cream ((B)(4)) and fixodent. In (B)(6) 2009, the patient used super poligrip at unknown dosing. At an unknown time after using super poligrip, the patient experienced zinc toxicity, nerve damage, cramping, numbness of extremities, pain in extremity, swallowing difficulty, and headaches. Treatment with super poligrip (formulation unknown) was continued. At the time of reporting, the events were unresolved. According to the legal complaint, the patient experienced "zinc toxicity and extensive nerve damage that resulted in symptoms that include cramping, numbness and pain in upper and lower extremities, difficulty swallowing and severe headaches." The patient "suffered severe and permanent physical injuries, including but not limited to profound and permanent neurological injuries." It was further reported the patient's "injuries and damages are permanent and will continue into the future." Follow up information was received on (B)(4) 2011, via medical records. On (B)(6) 2004, the patient complained of ongoing pain in hands and back. On 29 october 2004, diagnosis included degenerative disc disease (ddd). On (B)(6) 2006, the patient had a history of motor vehicle accident with back injury to lumbar spine, cerebrovascular accident with brain aneurysm (2001), and carpal tunnel release. On (B)(6) 2009, the patient reported the denture products she had been using had increasing levels of metals (lead, iron, and zinc) and she was instructed to have her levels checked. All levels were normal except zinc level of 191 (normal 70 to 150 ug/dl). On (B)(6)2009, the patient requested to have her copper level checked. The patient was anxious over possible heavy metal poisoning. The patient's copper level was normal. On (B)(6) 2010, an x-ray showed moderate to severe disc space narrowing at l4/5 and l5/s1 with vacuum disc phenomenon and osteophyte formation. On (B)(6) 2010, the patient was noted to have a history of lead poisoning. The patient's copper, zinc, and lead levels were normal. Follow up information was received on (B)(4) 2011, via medical records. On (B)(6) 2005, it was noted the patient was currently on disability for her low back. On (B)(6) 2006, an electromyogram (emg) showed bilateral carpal tunnel with unelicitable motor nerve latencies. Her symptoms were severe and causing her a great deal of pain. On (B)(6) 2010, assessment included bilateral median neuropathy and left middle trigger finger. On (B)(6) 2010, the patient complained of severe numbness, tingling, and burning pains of both hands. The patient reported having high copper and lead levels in her bloodstream and wondered if this could be causing her problems. The left trigger finger of the left middle finger was resolved. On (B)(6) 2010, an emg showed severe left carpal tunnel syndrome with severe demyelination and associated axonal loss, moderately severe right side carpal tunnel syndrome, and associated mild left ulnar neuropathy, equally involving forearm and elbow segment. On (B)(6) 2010, a repeat emg still had significant pathology, but had greatly improved since the previous emg. On (B)(6) 2011, the patient continued with burning pain in both hands, but the right was much worse than the left. The patient had multiple neuropathies and common entrapment signs as often seen in diabetics. The patient had a steroid injection of the right carpal tunnel area. This case was upgraded and assessed as medically serious by gsk.